Event description:
Device has been explanted.

Event description:
Patient reported left side there was a "leak" and implant exchange from textured to smooth due to the patient's concern of the product. Healthcare professional additionally reported left side rupture, implant exchange from due to concern with "textured" product, and confirmed there was no "pain." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black mold like appearance (60%), an extended opening, flat creases. The device was found to be underweight. A microscopic analysis was performed which identified an extended sharp opening on the posterior side assessed as an unidentified(tear) opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side there was a "leak" in the implant. Additionally, healthcare professional reported left side rupture and implant exchange from textured to smooth due to the patient's concern of the product. Device remains implanted.

Event description:
Healthcare professional additionally reported left side pain.